Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge installation and cartridge change error issues were verified while based on the analysis, the alleged cartridge damaged and load fill tubing issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Additionally, it was reported that cartridge change errors occurred with multiple cartridges. It was also reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Lastly, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.